Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's parent reported via telephone call that the act button was unresponsive. The parent did not recall the blood glucose reading or any significant event leading to the issue. The parent was advised that the insulin pump would be replaced and agreed to return the product for analysis. The parent was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.

Manufacturer narrative:
The insulin pump was received with no button response due to unlocked keypad connector on the lcd board. The insulin pump has minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.